Event description:
It was reported that a novum iq large volume pump under infused during the infusion which also alarmed air-in-line. The expected infusion time was 60 minutes, and the volume of etoposide and flow rate was 575ml and 575ml/hour. Which 5 minutes left in the infusion, the pump alarmed air-in-line and it was observed that there was about 25-50 ml of fluid left in bag and about 5-10 ml of air in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/25/2025 (and not 02/28/2025 which was listed in the original report) additional information: h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.